Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-02535. It was reported that stent thrombosis occurred. The target lesion was located in the proximal right coronary artery (rca) extending to the mid rca. A 2.50 x 12 and 2.75 x 20 synergy ii stents were advanced to treat the lesion. Six days post index procedure, the patient returned and presented with chest pain. Angiogram was performed and noted previously implanted synergy ii stents clotted off. The clotted stents were dilated with a balloon catheter and the procedure was completed. No further patient complications were reported and the patient's status was fine.